Event description:
It was reported that during an oral procedure, the patient received a burn to the lip. Additional information has been requested of the account regarding the treatment and severity of the burn.

Manufacturer narrative:
The hand piece and the attachment have been requested by the manufacturer for investigation.